Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patient mentioned in the journal article. (B)(6).

Event description:
Information was received based on review of a journal article titled, ¿multicenter evaluation of in vivo wear of vitamin e stabilized highly cross-linked polyethylene and acetabular cup stability¿ which aimed to examine the clinical results following total hip arthroplasty for 204 patients using the regenerex or ringloc acetabular component, the e1 or arcomxl polyethylene tibial bearing, a stem and a cobalt chrome or ceramic femoral head manufactured by biomet; and to investigate bearing wear and acetabular cup stability post-operatively. An unknown number of patients were identified in the article that underwent hip arthroplasties on unknown dates. Patient follow-up results provided indicate that the regenerex cups at the (B)(6) hospital in denmark are settling significantly more than with the acetabular cups at (B)(6) hospital in (B)(6) and massachusetts general hospital in the united states. There has been no further information provided and the patient outcome is unknown.